Event description:
It was reported that during a stenting treatment procedure and post stent deployment, stent damage occurred. The physician treated a target lesion located in the ramus with placement of an unknown sized ion stent. Then the physician attempted to treat a lesion in the left circumflex (lcx) artery, with a non-bsc unknown device. The non-bsc device caused a vessel dissection in the lcx and upon withdrawal, caused compression damage to the previously placed ion stent located in the ramus. The physician treated the ion stent damage using an unknown sized quantum balloon for additional post-dilation. No other patient complications were reported and the patient's post procedure condition is fine.

Manufacturer narrative:
Device is combination product. (B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).